Event description:
Same case as MDR ID# 2134265-2013-06026. It was reported that during a coronary stenting treatment procedure, catheter and guide wire entrapment occurred. The target lesion was located in the left anterior descending artery. A jl4 6fr non bsc guide catheter with side holes was used. Then a 300cm luge guide wire was advanced but it exited into the side hole of the guide catheter and became "looped". The guide wire was unable to be removed. Then the 3.00mm x 24mm promus element plus stent loaded but was unable to be advanced further past the point where the 300cm luge guide wire went thru the side hole. When an attempt to remove and pull the 3.00mm x 24mm promus element plus stent back, it was stuck in the jl 4 6fr non bsc guide catheter. The entire system was removed from the patient's body in one unit the procedure was completed using another of the same device. No patient complication was reported and the patient condition was fine.

Event description:
Same case as MDR ID# 2134265-2013-06026. It was reported that during a coronary stenting treatment procedure, catheter and guide wire entrapment occurred. The target lesion was located in the left anterior descending artery. A jl4 6fr non bsc guide catheter with side holes was used. Then a 300cm luge guide wire was advanced but it exited into the side hole of the guide catheter and became "looped". The guide wire was unable to be removed. Then the 3.00mm x 24mm promus element plus stent loaded but was unable to be advanced further past the point where the 300cm luge guide wire went thru the side hole. When an attempt to remove and pull the 3.00mm x 24mm promus element plus stent back, it was stuck in the jl 4 6fr non bsc guide catheter. The entire system was removed from the patient's body in one unit the procedure was completed using another of the same device. No patient complication was reported and the patient condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Upn corrected from unk 496 to h7491210001j0. Device evaluated by MFR: the unit returned stuck inside the catheter and it has the spring tip damaged (kinked and bent), as part of overall visual revision. Visual inspection was performed and the device was returned stuck inside the catheter; the guidewire exited the guide catheter through the side hole and presented a spring tip damaged (kinked and bent). The guidewire was carefully removed from the catheter. All the outer diameter (od) were taken and all of them are according to specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).